Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection, an observation relating to wavelet detection and indicated a ventricular tachyarrhythmia therapy (antitachycardia pacing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2023 ; 6935m62 lead implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to the implantable cardioverter defibrillator (ICD) discriminating one episode of svt (supra ventricular tachycardia) as ventricular fibrillation (vf). There was also several svt episodes detected as vt (ventricular tachycardia) and vf (ventricular fibrillation) due to poor wavelet scores. It was noted that the vector wavelet is using had some myopotentials in the pocket area that may have skewed the signal and matching as patient was active during the treated episode and vt monitor episode. Additionally, the qrs complexes on the inappropriately discriminated episode look noisy. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.